Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate reconstitution device cored a vial, which caused particulate matter. This occurred during reconstitution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation attached to a drug vial and solution bag. Visual inspection revealed did not find any particulate matter. The sample was evaluated for flow of solution from vial to product bag without being undocked from the drug vial; there were no issues found with the flow. The stopper was microscopically inspected and showed a side entry of the vial-mate device cannula. Visual inspection and dimensional analysis was performed on the cannula which showed it was within specification. No malfunctions or abnormalities were identified during the evaluation of the device. Should additional relevant information become available, a supplemental report will be submitted.